Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) device due to deflation issues. All components were tested upon explant and no leaks were found. The physician believes the issue was related to the pump which was no longer functioning properly. A new device was implanted. No patient complications were reported.